Event description:
It was reported that when the patient had to go to the local hospital for a "previous concern/issue, the first thing they wanted to do was turn the pump off". The hospital that the patient¿s pump managing physician was associated with was a 2 hour drive. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device, they received assistance from their doctor or manufacturer representative at an appointment (B)(6) 2013.